Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace thresholds about six weeks ago, so the physician reprogrammed the lead to unipolar. Six weeks later the patient reported to the emergency room symptomatic. The physician initially could not perform lead testing measurements and noted loss of capture. The following day a lead revision was going to be performed. The boston scientific field representative does not know why the physician was unable to test the rv lead but their testing was performed without difficulty prior to and after the lead revision. The rv lead was capped for loss of capture and suspected micro dislodgement. Following the lead revision, lead and device diagnostics were stable and with in normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.